Event description:
It was reported the printer status was overheated, even after being off for four days. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported printer overheated message; printer found out of electrical specification. An analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Tab on power cord bay door was found broken and the hinge plate screw was missing. Product ID 229047 analyzer. (B)(4).